Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient¿s implantable cardioverter defibrillator was oversensing after ventricular events as discerned via remote transmission. The physician opted to monitor the patient without making any programming changes. The patient was stable throughout.